Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # v172550, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a vaginal yeast infection, urinary tract infection and dysuria. It was stated the patient was prescribed diflucan, bactrim and otc monistat. It was noted this was a new illness or injury and the patient had vaginal burning and irritation for 2.5 months that was worse after intercourse. Reportedly, the patient had a thick vaginal discharge and their symptoms would come and go. It was stated the patient had pain with urination at times but not every day. It was stated the patient recovered without sequelae on (B)(6) 2012. It was later reported the patient only had the vaginal yeast infection rather than the yeast infection, urinary tract infection and dysuria. It was stated the patient was only prescribed diflucan and otc (B)(4).